Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor failed testing. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the mrx indicating that the device failed testing. There was no reported patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer's site to further evaluate the device. Based on the information available and the testing conducted, the cause of the reported problem was a defective therapy capacitor. The device was operational after replacing therapy capacitor. The device remains at the customer' site. No further action is warranted at this time.